Event description:
Following a ptca/stent procedure an angio-seal device was placed, following which persistent puncture site bleeding occurred. Manual pressure was held; however, a rapidly expanding hematoma was noted to encompass the "chest area to the knee." The pt was taken to the operating room for groin exploration and repair. The device collagen was found above the arterial wall and the anchor was in the vessel, as would be expected. However, it was noted that the collagen was 2-3 cm above the arterial wall and, therefore, a tight seal over the puncture site was not obtained. The angio-seal device was removed, the arteriotomy was enlarged and the artery debrided. The pt tolerated the procedure well, and was discharged home on 11/7/97 with no further reported sequelae. A technician in attendance during the device deployment stated that in his observation, the physician did not use enough force when tamping the collagen, therefore an adequate anchor-arteriotomy-collagen sandwich was not obtained.